Event description:
The pt expired while in a nursing home under hospice care. The cause of death was not reported. The health care professional reported that the cause of death was not related to the implanted system; no add'l info was provided. The pump was used to deliver baclofen (500 mcg/ml) at a rate of .099 mcg/day.